Event description:
Crystal lens was loaded using the crystalsert delivery system with no apparent issues. Upon injecting implant into the eye, physician noted trailing haptic was ripped. Lens was removed. A second lens was loaded by a different staff member and trailing haptic was ripped. Standard lens was implanted into the eye. Reason for use: cataract surgery.